Manufacturer narrative:
Customer requested remote service.

Event description:
It was reported that the device's battery is completely dead. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a battery replacement was offered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was offered. The device remains at the customer site and no further evaluation is warranted at this time.